Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the additional pipeline and marksman that were returned were related to another complaint report. Because the extracorporeal recovery, the pipeline could not be pushed out/pulled back from the marksman, so the marksman was cut off to withdraw the pipeline.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left ophthalmic artery segment aneurysm with a saccular morphology. Landing zone (artery size): distal 4.1 mm, proximal 4.6 mm. The patient¿s vessel tortuosity was moderate. The stent was delivered to the m1 segment and began to be deployed. The tip end could not be opened. After many adjustments, it still could not be opened. The product model was changed to complete the surgery. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was resheathed and removed with the microcatheter. Dapt (dual antiplatelet treatment) was administered. Angiographic result post procedure: no effect. There were no patient symptoms or complications associated with this event. Additional information received reported that the pipeline could not be opened even after operations such as pushing and pulling. The tip end could not be opened despite repeated adjustments under dsa. It was thought that this may be due to defects in the pipeline tip end itself.

Manufacturer narrative:
This device is reported at this time based on analysis findings which are conservatively reported. H3. Product analysis: ¿ equipment used: video inspection system (m-78210), ruler (m-83361) ¿ as found condition: the proximal section of the marksman catheter was returned for analysis withing shipping box; and within a plastic bio-pouch. ¿ damage location details: only proximal section of the catheter was returned form analysis. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body appeared to be cut at ~8.5cm from the hub and the remaining segment was not returned. Therefore, any contributing factors could not be assessed. No other anomalies were observed. ¿ testing/analysis: unable to measure total and usable lengths of marksman catheter. ¿ conclusion: there is no complaint against the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.